Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) were not returned for evaluation as they remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon had a few issues regarding a film on the preloaded monofocal intraocular lens (iol) upon insertion into the patient's eye. This required extra polishing using irrigation/aspiration to successfully remove the film with minimal delay to the surgery. The lens remains implanted. No dates or serial number was provided. No further information available.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Photographs provided by the customer were evaluated. The pictures show what appears to be a set of pseudophakic eyes claimed to be implanted with the tecnis one piece monofocal iol preloaded in simplicity delivery system model dcb00. It can be observed in 3 out of the 4 provided pictures a colorless membrane like particle, observed mainly in the lenses peripheries. Due to the description that these particles were removed via polishing-irrigation aspiration (ia), it is not expected to have clinical/visual impact on patient¿s. However, the definitive clinical impact as well as the issue root cause cannot be determined from pictures assessment. The complaint issue "foreign material - loose" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.